Manufacturer narrative:
The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.

Manufacturer narrative:
Handpiece didn't get hot. No fault found with turbine. Found cap damaged from coming in contact with rotor.